Manufacturer narrative:
Date sent to the FDA: 08/30/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent ventral hernia repair surgery, right posterior rectus release, left posterior rectus release, left transverse abdominis release and right transverse abdominis release on (B)(6) 2018 during which the surgeon noted a large amount of omentum adherent to the previously placed mesh. The omentum was dissected off of the previous repair site. The mesh was encased in omentum and as such left in situ. It was reported that the patient experienced severe pain, dense adhesions, nausea, chills, inflammation, loss of appetite, stress and anxiety. No additional information is provided.